Event description:
It was reported that two ax55g were used during a low anterior resection. It was reported by the affiliate that the instruments closed without problems (one handed). In both cases the suture line was incomplete. Due to the experience and the ability of the surgeon, the procedure was completed. The operating room time was extended 1.5 hrs. Only one of the two devices is being returned.